Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (add gel messages) was confirmed. As received, the trunk cable was pulled from the distribution node (dn), pulling the heat shrink off of the internal pulse wires and creating a short on the dn pca. The cause of the "add gel" messages is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient was receiving "add gel" messages due to a damaged belt.